Event description:
The account alleged the pt leaned on the side rail and it fell. The account alleged the pt fell out of the bed and onto the floor.

Manufacturer narrative:
The tech investigated and the account alleged that the pt leaned on the side rail and the side rail unlatched and the pt fell out of the bed. The account stated the pt was not injured but he hit his sore foot on the ground. The tech found that the bed functioned to specifications. The tech did lubricate the side rail as a precaution.